Event description:
See uf medwatch # (B)(4).

Manufacturer narrative:
A steris service technician inspected the surgical table and was unable to duplicate the reported event. The technician found the mounting shroud support assembly and shroud were kinked and bent out of shape. Upon advice from tech support, the technician replaced the override switch board, override control box assembly and p9 to p10 cable as a precaution as the contacts on the switch or board relays could possibly stick intermittently due to the damage observed to the shroud support assembly. The table was tested and returned to service; no further issues have been reported. Misaligned and bent shrouds are caused by storage on the base of the table. The table operator manual states: "never store the foot control (or any other objects) on the table base." Storage on the base of the table can cause damage to the table electronics in the shroud, which may result in inadvertent table movement. The table subject of the reported event is not under steris service contract and is maintained and serviced through a 3rd party service group. The user facility accepted in-service which was completed on (B)(4) 2012.